Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh and boston scientific obtryx upn were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence, 2nd degree cystocele and 2nd degree rectocele. It was reported that the patient had a concurrent procedure of a laparoscopic assisted vaginal hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, urinary incontinence, recurrence and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2011 due to prominent posterior vaginal ridge. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with anterior/posterior colporrhaphy and cystourethroscopy due to menometrorrhagia and dysmenorrhea. It was reported that the patient underwent extensive revision of vaginal mesh, revision of sling urethral suspension, anterior and posterior colporrhaphy with graft augmentation, sacrospinous ligament fixation and sling urethral suspension on (B)(6) 2012 due to urinary incontinence and pop. It was also reported that the patient underwent revision of previous vaginal mesh, revision of sling urethral suspension, anterior and posterior colporrhaphy, sacrospinous ligament fixation, sling urethral suspension and cystoscopy on (B)(6) 2012 due to cystoscele, rectocele, urinary incontinence, vaginal prolapse, mesh exposure and weakness and absence of the pubovesical fascia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced infection.